Event description:
The account generated a false elevated architect potassium of 7.8 mmol/l (B)(4) that repeated at 4.2 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, instrument service history, and other customer complaints for similar issues. This issue was resolved by field service replacing a pump poppet valve and tightening loose connections. The architect system operations manual lists multiple probable causes and corrective actions for erratic results. Based upon the data available and the results of this evaluation the information reasonably suggests a malfunction. No systemic product deficiency was identified.